Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with pacemaker was having some problems related to the device. It was reported that device has been adjusted with the settings. An attempt to obtain additional information from the field was unsuccessful. The pacemaker remains in service. No adverse patient effects were reported.